Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reasons for reoperation are: confirmed lymphoma - alcl and seroma. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Article citation: salgarello, marzia et al. ¿neoadjuvant immunotherapy and de-escalation of surgery in locally advanced breast implant-associated anaplastic large cell lymphoma.¿ archives of plastic surgery vol. 52,1 11-20. 24 dec. 2024, doi:10.1055/a-2427-2066. Continued b3 date of event: article was published 1jan2025. Continued d6a: 2015 was reported. Clarification to e1: (B)(6).

Event description:
Through journal article "neoadjuvant immunotherapy and de-escalation of surgery in locally advanced breast implant-associated anaplastic large cell lymphoma", a report of a patient who had right side swelling, mass-like stage iia disease, seroma diagnosed by ultrasound and a mass infiltrating the underlying pectoralis muscle diagnosed by MRI and CT. The patient received "targeted immunotherapy, bv (brentuximab vedotin)." The device has been explanted with en-bloc capsulectomy. The excised capsule was sent to immunochemistry for analysis which found cd30+ and alk1-. It was also reported "myocardial infarction 2 months after surgery" not device related. In review of "complete pathological response" it was determined that "no further immunotherapy or radiotherapy was recommended. The patient made uneventful postoperative recovery." "The pet-CT performed 8 months after surgery confirmed complete metabolic remission as previously reported. [The patient] "is now 4 years post surgery and remains well with no evidence of recurrence."